Event description:
The manufacturer received information regarding a dreamstation 2 advanced auto CPAP device. The patient alleges an acute kidney injury. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.